Event description:
A hospital in (B)(6) reported that the heater wire pins of two rt200 adult dual heated breathing circuits were damaged. The limbs could not be connected to the heater wire adaptor. No patient consequence was reported. Two rt200 adult dual heated breathing circuit kits were returned to fisher & paykel healthcare (fph) in (B)(4). Inspection of the returned kits revealed that the mr290v vented autofeed humidification chamber included in each kit had broken water feedset tube.

Manufacturer narrative:
(B)(4). Lot number: 111116, 120123; quantity affected: (B)(4); manufacturing date: 11/16/2011, 01/23/2012. Method: the limbs of the two rt200 adult dual heated breathing circuits and the water feedset tubes of the two mr290v vented autofeed humidification chambers were visually inspected. Results: no fault was found with the limbs. The heater wire pins were not bent. Visual inspection revealed that there was a break in the feedset tubing at the connection to the chamber dome. This was observed on both chambers. The surface of the break was rough (not smoothly cut). A lot check revealed no other complaints of this nature for mr290 chamber with lot number 111116. A lot check revealed one other complaint of this nature for mr290 chamber with lot number 120123. Conclusion: the reported fault with the heater wire pins were not replicated during inspection. The damage on each water feedset tube appeared to be caused by the tube being pulled away from the chamber, possibly due to the feedset being caught or under tension. All chambers are pressure tested before they leave the production line; and any holes, leaks, or breaks in the feedset are identified during this process. This suggests that the damage occurred post production. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).